Event description:
It was reported by the customer that the pyxis medstation es system drawer was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to patients and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to retractor band issue. A field service engineer replaced the retractor band and reseated the row board and communication bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.